Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The leak and tear in the balloon was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The xience alpine instructions for use (IFU) includes the preparation section with steps related to removing the device from the protective tubing, flushing the guide wire lumen and preparing the device by removing air from the system. Furthermore, the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified, 90% stenosed, concentric, de novo lesion in the mid left anterior descending coronary artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter. The 2.25x23mm xience alpine stent delivery system (sds) could not cross the lesion due to the patient anatomy. The sds was removed from the patient anatomy and re-advanced with a flexi wire, however the xience alpine sds failed to cross. Blood was observed coming from the hub, and the sds was removed from the anatomy. The balloon was not inflated. A balloon rupture (tear) was noted on the proximal balloon shoulder. Resistance was felt during removal of the sds due to the patient anatomy. Dilatation was performed with a non-abbott balloon dilatation catheter and a 2.5x23 mm xience alpine sds was able to cross the lesion. The procedure was completed after stenting. There were no adverse patient effects and no reported clinically significant delay in the procedure. It was further reported that 2.25 x 23 mm xience alpine sds had not been aspirated prior to use. No additional information was provided.